Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during basal and bolus delivery. Customer also reported that the device is restarting on its and he has received a failed battery test alarm. Customer stated the insulin pump turned off completely and the display was blank and when he hit a button on the pump restarted. No troubleshoot performed for the blank display and failed battery test that due to the insulin pump being replaced for motor error alarm. Nothing further reported.